Event description:
Boston scientific received info that increased pacing impedances were noted on this right ventricular (rv) lead. One year ago, impedances were noted to be at 900 ohms, however at a recent check the levels had risen to 1700 ohms. Additionally, undersensing was noted due to poor r-wave sensing by the lead. It was determined that the leads had been wound together and likely had dislodged due to pt twiddler's syndrome. The lead was explanted and replaced. No adverse pt effects were reported.